Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not charge the battery. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) evaluated the iabp. The fse positioned the unit correctly and the batteries charged correctly. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(4).

Event description:
N/a.